Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home with cardiac arrest. Their batteries were depleted. Log files revealed low power advisory alarms on (B)(6) 2024 at 18:08 due to normal battery depletion. On (B)(6) 2024 at 06:34 power cable disconnect, low power hazard, and no external power alams were noted due to power to the mobile power unit (mpu) being briefly interrupted. On (B)(6) 2024 at 18:25 power cable disconnect, low power hazard, and no external power alarms were noted due to power to the mpu being briefly interrupted. On (B)(6) 2024 at 16:04 low power advisory alarms occurred due to normal battery depletion. At 17:28 the low power advisory alarms developed into low power hazard. At 17:39 power cable disconnect and no external power alarms occurred. The emergency backup battery (ebb) activated. From 19:16 to 19:17 low flow, power cable disconnect, low speed advisory, and intentional pump stop alarms were noted. The system controller clock was reset due to the loss of all power. The clock was synced on (B)(6) 2024 at 14:33.

Event description:
On (B)(6) 2024 between 05:18 and 05:19 there were power cable disconnect, low power hazard, and no external power alarms due to power to the mpu being briefly interrupted.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The submitted left ventricular assist device (lvad) event log file contained events from (B)(6)2024. A decrease in voltage, as well as a pump reset were captured, consistent with full battery depletion and a subsequent pump stop. The lvad clock was reset, and additional events were captured from a default timestamp of (B)(6) 2010. The pump appeared to have resumed operation without issue and no other notable pump events or alarms were captured. The pump appeared to have functioned as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.